Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with pocket erosion. It was noted that the patient did not exhibit signs of fever and no swelling was observed. The pacemaker pocket was revised on (B)(6) 2020. The patient was stable post procedure.